Manufacturer narrative:
The investigation for the reported high purge pressure, pump stop, and purge leak issues has been completed. The pump was returned for investigation. As per the clinical information, a purge leak was noted from the red handle, and the doctor explanted the pump after a pump stop event. The returned product has a kink near the motor housing and significant biomaterial on the impeller and purge gap. The red handle came wrapped with white tape, which was opened to see the origin of the leak. The purge leak was found coming from the catheter down the motor line. Upon further investigation of the purge line, a crack was observed near the motor housing, where the kink was observed on the catheter. Also, blood was observed inside purge line and catheter near motor housing. Data logs show a purge leak trend from the beginning of the case. They also confirmed purge pressure, followed by saturated flow and a pump stop with several motor current high alarms. The cause of the purge leak was determined to be damaged purge tubing. A kink was noted near the motor housing, where the purge line was found damaged inside the catheter. This allowed purge to leak inside the catheter and reach the red handle. The cause of the pump stop issue was determined to be biomaterial. An open purge line allowed biomaterial and blood ingress into the purge gap, reaching the motor housing and causing clotting in the motor. H6 impact code updated to 4629.

Event description:
The user facility reported a 66-year-old female (race unknown) post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The pump was supporting for over two days when it was explanted after purge leak and high purge pressure observations. Follow up with team determined the pump stopped. The impella 5.5 was explanted and the patient remained stable.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related events are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿